Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that controller wont power on when recharger telemetry module (rtm) is plugged in. It was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) was trying to charge their implanted neurostimulator (ins) since last night, but the ins would not charge - pt said the screen just stayed on "low". Pt then said when they plug the rtm it, the controller did not do anything. They said at first they would get the "continue" screen, but then eventually when they kept trying the screen would just say "low". Pt said they went through the process several times, but they would just see the ins battery low screen, and said sometimes they would get to checking the recharger, but then the screen would go back to low. Pt inspected controller port and rtm, but did not see any damage (pt said they thought maybe was damaged right where the cord went into the paddle, but when pt looked at it closer they said there was no damage). Pt also had not noticed any heat coming from rtm. Pt plugged in rtm but reported battery empty, recharge ins screen right away (did not go through the charging screens). Controller battery was 100%, ins was empty, and pt saw the "recharge" button on the bottom of the screen. After pressing that pt was able to start recharging on excellent. When pt wiggled the cord near the controller nothing happened, but when they wiggled the rtm cord near the paddle they reported poor recharge quality screen. The issue was not resolved. A new recharger was requested. No symptoms were reported.